Event description:
It was initially reported that the patient was experiencing an increase in seizures, unknown if above or below baseline, which recently lead to the patient being hospitalized. Clinic notes reported that the patient had 4-5 clustered seizures beginning in february when the patient had a fever. The patient then did not have any seizures for 5 days at which time the seizures began occurring again. Review of the patient programming history indicated that they were programming off on (B)(6) 2010 and when they were programming back on later that day they were set to a lower output current. At the time of the report the patient was not back to their current settings. It is unknown if this cause or contributed to the patient's increase in seizures. Good faith attempts have been unsuccessful to date.